Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during service and repair, it was observed that the motor device ran with the safety engaged and had hose damage. It was further determined that there was a cut in the hose near the muffler area, the locking components were damaged and the device ran in the locked position. The device also failed pretest for hose verification and safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.